Event description:
It was reported that the pt experienced a shocking or jolting sensation. He was standing by the entrance of the "radio room" at a sheriff dept. His implant was off when he "hit the ground" due to stimulation at a high setting. He moved away and turned his device off since it was turned on during the exposure. The device was currently working fine.

Manufacturer narrative:
(B) (4).